Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer stated blood glucose level was "okay". The customer was able to load a new cartridge successfully.

Manufacturer narrative:
Per tandem's t:slim user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen."

Event description:
Reportedly, the customer did not properly follow the prompts on the pump during the load process.